Manufacturer narrative:
The pump has been returned to animas for evaluation. However, investigation is not yet completed. When the evaluation is completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 09-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 05-jan-2018 with the following findings: the black box showed no evidence of a short battery life. The battery compartment and cap were undamaged and able to fit securely. The "ez-prime¿ steps were performed correctly with no alarms, warnings or errors. All currents reading were within specifications. Investigators were unable to duplicate the ¿short battery life¿ complaint. Unrelated to the original complaints, multiple ¿cs128-0088¿ alarms appeared in the black box on (B)(6) 2017. A secondary code ¿0088¿ is defined as a motor post-delivery error. In addition, moisture corrosion was found to the continuous glucose monitor module when the pump was opened.